Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.5/+5.0/103 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore. This occurred on (B)(6) 2018. The lens was implanted and removed intra-operatively. An alternate lens was successfully implanted on a later date and the problem was resolved. No patient injury occurred and the cause of the event is reported as unknown.